Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ pen needle clogged while priming it. The following information was provided by the initial reporter: "pharmacist called on behalf of consumer to report needle clog during priming. Also reported needle bent at non patient end before injection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ pen needle clogged while priming it. The following information was provided by the initial reporter: "pharmacist called on behalf of consumer to report needle clog during priming. Also reported needle bent at non patient end before injection."